Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify failed battery test alarm due to button keypad anomaly. The insulin pump received with severely scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the buttons are stuck. The customer also indicated that the pump alarmed failed battery before and after a battery change. The customer's blood glucose reading was 124mg/dl at the time of incident. Troubleshooting was not performed as the buttons do not work. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.